Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-02776, 0001825034-2017-02786 0001825034-2017-02787 0001825034-2017-02788.

Event description:
It was reported that a patient is being considered for a revision surgery approximately 6 months post implantation. The sales rep was inquiring about product identification. No product has been revised to date. Attempts have been made and additional information on the reported event is unavailable at this time.